Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing occurred. Two ventricular nonsustained tachycardia episodes of <=210 ms average ventricular cycle occurred on (B)(4)-2011. Interference/noise was also noted. Ventricular short interval count v-sic=5.7 counts avg/day, in 133.54 days, between (B)(4)-2010 and (B)(4)-2011.

Event description:
It was reported that there were questions regarding lead impedances not measured. It was also noted that the right ventricular lead had oversensing, noise, high impedance, and had triggered lia (lead integrity alert). The lead remains in use. No patient complications have been reported as a result of this event.